Event description:
It was reported, the video system center had no video on the monitor. This issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned. This report was created to capture the third event reported by the customer. The related complaints are: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide further information obtained and the legal manufacturer's final investigation. Additionally, d8 was updated and a correction to b5, further information provided by the customer that was inadvertently omitted in the initial report. The customer called the technical assistance center stating the issue was intermittent with multiple scopes, the cabling was correct and secure. The customer was instructed to move the tail of the scope left to right, and up and down, the image was fine. Subsequently, the olympus sales representative checked the device on site and noted the issue was due to wires originating from the gi genius (a medtronic intelligent endoscopy module). The wiring issue was rectified to resolve the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.